Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient entered the department at 17.00 and was given a replacement urinary foley catheter as instructed by the doctor. After several attempts by several operators to pull out the urinary catheter, they were unsuccessful and a new sterile catheter was replaced for the patient. Device failure performance was mentioned as medics failed multiple attempts to pull out the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that the patient entered the department at 17.00 and was given a replacement urinary foley catheter as instructed by the doctor. After several attempts by several operators to pull out the urinary catheter, they were unsuccessful and a new sterile catheter was replaced for the patient. Device failure performance was mentioned as medics failed multiple attempts to pull out the catheter. Per follow up information received via ibc on 29aug2022, it was stated that the catheter was removed with urology consultation. It was unknown it there were any issues with the previously used catheter. The catheter was just removed by the doctor's instruction. No patient injury was reported.